Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
A trial patient reported there was a major problem in the first stage. The patient stated when they tried to test the gadget, she was too sleepy so they went away and when they came back the manufacturer representative (rep) was gone. The patient stated she did not want to speak to anyone besides the rep. The patient noted the doctor doesn't know about much it. Additional information from the rep reported that surgery went as expected. The lead was placed as physician expected, it was noted that the healthcare professional (hcp) placed one lead in s3 and a second lead in s2 and was aware this was off label. The patient stated that she felt stimulation down her right leg with prior percutaneous tibial neuromodulation stimulator (ptns), the patient noted she felt the same way with the ptns and she thought "the wire was too close to the nerve" and she wanted to discuss that with the hcp. The patient felt stimulation as expected but she was nervous about the device being by her nerve. The patient stimulation in her right leg. The rep noted they had attempted to have the patient turn the stimulation down/off on the right (s2) and just use the left, but she declined and said she wants it to work and said it was "too soon to tell if it is helping". She didn't want to turn the stimulation down or off until see saw the hcp, in the afternoon of (B)(6). The indication for use is unknown.